Manufacturer narrative:
E1 (initial reporter establishment name): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported white balance could not be achieved, during inspection for use involving an olympus autoclavable camera head. There was no patient injury reported.